Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for battery out limit alarm. The customer's blood glucose level at the time of incident was 500mg/dl. The customer treated the highs with the pump. Troubleshoot was conducted and the customer was advised replacement battery cap would be sent. The customer attributes the highs to being sick. The customer declined to troubleshoot for the highs.